Event description:
It was called in to technical services on (B)(6) 2012 that this patient has an infection. Noise was also noted on this lead causing inhibition of pacing lasting as long as 10 seconds. Patient was not symptomatic with this. Plan is to admit patient to hospital and administer antibiotics. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).